Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced dysuria, urinary tract infection, pain, discomfort, and incontinence. It was also reported that the plaintiff allegedly experienced urinary problems, dyspareunia, infection, bowel problems, interstitial cystitis, emotion distress and a product problem. Furthermore, it was reported that the plaintiff died. No cause of death was reported.

Manufacturer narrative:
This was initially reported on the summary report dated (B)(4) 2014 under exemption (B)(4). Additionally, this was submitted on the summary report dated (B)(4) 2015 under exemption(B)(4). Lawyer-filed report.